Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported, during use on a patient, a perforator did not disengage. There was a delay of 10 minutes. There was no report of an injury to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device history record was reviewed and it was verified that there were no anomalies during the manufacturing process. The complaint stated the perforator did not stop during surgery and tore a hole in the patient¿s dura. Drill was functionally tested 10x. Drill performance was acceptable all 10x. Drill performance was not found defective. No cause could be found for the complaint. Drill performance was not found defective. No cause could be found for the complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.